Event description:
The advocate stated the customer received a blood glucose reading of 179 mg/dl from her contour and a reading of 99 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product is expected to be returned for evaluation as there was no malfunction during troubleshooting.